Event description:
It was reported that the sculpt left blue flakes in the patient during a procedure. The surgeon was able to suction the all of the flakes from the surgical site without patient or user injuries, and there were no adverse consequences.

Event description:
It was reported that the scuplt left blue flakes in the patient during a procedure. The surgeon was able to suction the all of the flakes from the surgical site without patient or user injuries, and there were no adverse consequences.

Manufacturer narrative:
A follow up report will be filed when the device is received and the quality investigatioin has been completed. Not received by manufacturer.

Manufacturer narrative:
Upon evaluation wear was observed on the sculp.